Event description:
On (B)(6) 2008, the patient was implanted with three gore® excluder® aaa endoprostheses (pxt281414/05769678, pxc201400/05692557, pxc181000/05698097) to treat an abdominal aneurysm. It was reported that the patient¿s aortic neck angle was outside of our treatment range (angle unknown). On (B)(6) 2014, the patient¿s aneurysm ruptured and the patient was treated with two aortic extender components (pla280300/12641558, pla320400/13122724) placed proximally of the trunk-ipsilateral leg component. The patient is in critical, but stable condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations:patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. According to the gore® excluder® aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.